Event description:
Sorin group received a report that the s5 erc tubing clamp closed unexpectedly during a procedure. It was reported that no error was displayed and there was no alarm produced. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to reproduce the reported issue. The erc clamp was tested using the level and bubble functions and no problems were found. The system software was updated. The customer was satisfied with the evaluation so the unit was returned to service and there have been no further issues reported.